Event description:
Customer reported a crack in the female end of IV set with leaking of fluid. Pt did not get two medications because of leaking. Medications were phenobarb and keppra. There was no pt harm or medical intervention performed.

Manufacturer narrative:
(B) (4). Pt info requested and all available info is included. The set was discarded at the facility. Device history record review could not be performed because no lot number was identified.